Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) will have two leads explanted due to an infection. There is no information indicating that this device was also explanted due to an infection; however, it was most likely replaced. Additional information indicated that the local field representative was not contacted regarding the explant procedure and has not additional information.